Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as a device history record review. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, there was a problem with the databox connector and the volumeview cable connector. Per follow-up, there was inconsistency in the data displayed and minor physical damage to the databox connector. Another ev1000 was used. The customer could not provide further information. To troubleshoot, they first changed the volumeview cable, but the problem persisted, so they changed out the databox. They then tried to use the previous volumeview cable in the new databox, but it did not work. The platform was available for evaluation.

Manufacturer narrative:
The product was expected to be returned, however, it was then later confirmed that the device was no longer available. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The lot number was modified to reflect the associated ev1000 complaint ((B)(4)). Lot review done by ew engineering team indicated that the initial lot number referenced belongs to a japanese finished goods cable and not a brazil-issued cable. Because the cable was discarded, confirmation of the lot number was unable to be definitively confirmed. The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. No escalation is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.